Event description:
A customer reported that their freestyle flash lancing device would not work properly and as a result, the customer was not monitoring their blood glucose. The customer reported feeling symptoms of high blood glucose. The customer went to a local hosp where they were diagnosed with diabetic ketoacidosis and admitted to the hosp for approx 5 days. Exact treatment administered to stabilize blood glucose levels is unknown. It is to be noted that the customer reported they physically damaged the lancing device.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.